Event description:
Disconnection of the edsiii tubing. Csf leak. Infection risk. Change of the system. Incident reported to the ansm - n° (B)(4)

Manufacturer narrative:
No sample was returned for investigation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible ass the lot number was unknown. No root cause could be determined since no sample was returned for evaluation. Trends were monitored for this kind of problem and a (B)(4) was opened. At the present time, this complaint is considered closed. Device not returned.